Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient's ins stopped working in (B)(6) 2017 and a manufacturer's representative (rep) came and met with them in (B)(6) 2017 and they said the ins wouldn't charge. The patient was also going through opiate withdrawals and was being very erratic and was screaming- they were out of medication and not feeling well. The patient said they tried charging their device overnight but it wouldn't charge. It was reviewed that the ins wouldn't charge if it was overdischarged and that they would need the healthcare provider's assistance. No symptoms or further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. It was reported that the patient's ins was dead. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient¿s healthcare provider (hcp). It was reported that the patient¿s implantable ne urostimulator (ins) hadn¿t been working for about a year. The hcp stated that the patient tried to charge their ins but was unable to, as the device wasn¿t working. It was further reported that the ins battery was dead. The hcp spoke to a manufacturer representative who planned to meet with the patient prior to their upcoming appointment on (B)(6) 2018. It was noted that the manufacturer representative was going to help the patient with charging and getting their battery to work again. No further complications were reported or anticipated.

Manufacturer narrative:
The patient code (B)(6) no longer applies and the device code (B)(6) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported on (B)(4) 2018 by a health care provider (hcp) that the patient had low back pain and would be having an MRI. It was reported that there was not a known device issue but it was unknown if the back pain was related to the system. The date of the event was asked but unknown. It was reported that the patient had not used or charged their stimulator in about 2 years. The patient had not seen anyone about recovering the stimulator from overdischarge. No further complications were reported.

Manufacturer narrative:
Correction: additional information indicated the date received by manufacturer of the initial report should be 2017-11-29, not 2017-08-01 as previously reported. If information is provided in the future, a supplemental report will be issued.